Manufacturer narrative:
Report source: country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior cervi cal fixation for an indication of c2 vertebral body fracture. It was reported that the set screw on the fix side stripped at the time of final tightening of the crosslink. There was a delay of less than 60 mins reported.¿there were no patient symptoms reported. There were no further complications reported regarding the event.